Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual inspection:the sample appeared to be clean. Both slides were in their initial positions. There were no visual anomalies observed on the device. Functional/performance evaluation:to prime, the top slide was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was fired with no issue. The device was further tested by cocking and firing the device 10 times into a test medium with each trigger, for a total of 20 tests. The device fired properly and all 20 samples were obtained with no issues. Image/photo review:one digital photo was reviewed. In the photo three samples can be seen on a blue background. Each sample contains a notation to label each sample. One sample is large and labeled " first sample. Targeted lesion was missed". Second sample is small and labeled " second sample". Third sample is large and sample acquired by magnum device. The investigation is unconfirmed based on the image review as a sample was obtained on each of the three attempts. Conclusion:the investigation is unconfirmed for failure to obtain samples and difficult to remove, as the device worked properly under laboratory conditions and was able to obtain samples without issue. Additionally, a photo was provided for review in which three samples can be seen. The investigation is unconfirmed based on the photo review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current maxcore IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Event description (updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the device would not prime. There was no coaxial used during the procedure. The procedure was delayed slightly due to the health care provider having difficulty removing the needle from the breast. The procedure was completed with another device. There was no report of patient injury.

Event description:
It was reported that during a prostate biopsy, the device would not prime. There was no coaxial used during the procedure. The procedure was delayed slightly but it was completed with another device. There was no report of patient injury.